Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was observed. The operator chose not to perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as instructed in the user's guide. Eval of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge. The exact cause of the leak is under investigation. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck pt vascular access and all fluid lines, connections and clamps. Secure the blood access device to the pt. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this reported closed. No add'l info will be provided.